Event description:
The recipient reportedly elected revision surgery for an MRI. The recipient's device was explanted. The recipient will not be reimplanted. The recipient is doing well.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device will reportedly not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report.